Event description:
Boston scientific received information that, during a recent follow-up, it was observed this right ventricular (rv) lead dislodged. The decision was made to perform a lead revision. Due to torturous patient anatomy, a new rv lead was implanted on the right side instead. All measurements were normal and within range. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead was discarded at the hospital, so therefore will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.